Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation the right atrial lead exhibited noise. Noise could not be reproduced in clinic with isometrics and pocket manipulation. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.